Event description:
This is report 5 of 10 for complaint (B)(4).

Event description:
Posterior lumbar fusion with pedicle screw fixation and spondylolisthesis reduction at l4-l5 was completed on (B)(6) 2011 without incident. The pt is doing reasonably well at this time, postoperatively, according to surgeon. Review of postoperative imaging on (B)(6) 2012 revealed a loss in spondylolisthesis reduction from what appears to be the screws in the l5 vertebral body migrating anteriorly through the cortex. There has been no revision of the hardware at this time, therefore, there are no lot numbers or product available for return. This is the 4th of 10 reports submitted on this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.